Event description:
The walker leg snapped at the right back side. The front wheel snapped under the support bar. There was an injury; however, there are no details at this time as to the extent of the injury. The walker was found to have the right side leg completely snapped off and the left side leg bent. "In looking at the walker one could see the rear legs were set shorter than those in the front with the wheels, and it seems that the shorter rear legs were at an angle when on the floor. The co's associate believes this was a contributor to the damage. He believes that the unit was not correctly set up by the staff or by the user. At this time, the unit is not expected to be returned for evaluation.